Event description:
It was reported, via a personal interaction, that an embotrap iii 5 mm x 37 mm (et309537/ 23l228av) was used for a mechanical thrombectomy procedure to treat an occlusion at the middle cerebral artery (mca). During the procedure, the user reported ¿bleeding occurred¿ while using the embotrap device to retrieve the thrombus on the third retrieval attempt. Coil embolization was required for hemostasis. The patient¿s post-procedure condition was unknown. The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery for acute ischemic stroke. A mechanical thrombectomy was performed as per standard procedure. 2passes were made by using competitor's stent retriever but could not retrieve thrombus. Then the embotrap iii was used to attempt to retrieve the thrombus, but bleeding occurred. Coil embolization was performed for hemostasis. Post-procedure changes in the patient: the patient¿s condition was unknown. Continuous flush was done. The lesion was middle cerebral artery. Other concomitant device was phenom microcatheter (medtronic).¿ no further information is available.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral hemorrhage is a known potential complication associated with the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the device, as the device performed as intended. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported events, rather than the design or manufacture of the device. However, since the event occurred during the use of the device, the correlating relationship between event to the used embotrap iii device cannot be ruled out. Additionally, the severity of the event is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803, with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.